Event description:
It was reported the patient had his spectra penile prosthesis replaced with on cylinder of a spectra penile prosthesis for unspecified reasons. No patient complications were reported in relation to this event.